Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided/unknown. A4: patient weight is not provided/unknown. E1: initial reporter¿s title and last name are not provided/unknown. G4: additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that the implant collar at tooth site # 21 was fractured and removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type. H3: device evaluated by manufacturer. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation was performed, the implant had signs of user with bone debris on its external threads. The implant was trephined. The implants collar was fractured. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.